Manufacturer narrative:
A partial lead with the distal tip measuring 50.5cm was returned for analysis. External insulation abrasion was noted at 41.0-41.2cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 12.0-15.5cm from the distal tip. Internal insulation abrasions were noted at 7.5-8.5cm and 15.2-15.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a normal device change out procedure. The lead was explanted and replaced. The asymptomatic patient was stable post procedure.